Event description:
The lay user/pt called lifescan (lfs) on october 25, 2006 and alleged that her meter was prompting a not ok message. The medical affairs specialist spoke to the pt on october 27, 2006, and obtained and verified the following info. The pt was able to test on her meter intermittently due to not ok message. On the day of the event, she had not tested for two days. She attempted to test during the day of event but was unable. At approx 5 pm, she began to shake. She tested her blood glucose and obtained a result of 26 mg/dl. She was driven to the emergency room and her blood glucose was tested on the hosp meter and the pt stated that the result was also 26 mg/dl. She was given IV fluids and orange juice. The pt stated she takes a set amount of 70/30 insulin, 55 units before breakfast and dinner. The pt stated the not ok message appeared after the count down. She was using the incorrect technique. The pt did not have the necessary supplies to troublehoot. This complaint is being reported, as the pt was unable to test on her meter and she takes insulin to control her diabetes. During the time, she could not test, she suffered from hypoglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.